Event description:
Original surgery in 2004 for repair of displaced fx of the proximal 1/3 of the left femur. Pt returned to ER 2 months later with re-fracture left proximal femur due to failed hardware. Procedure: removal of broken screws, re-application of 10 hole plate with 6 distal screws and 2 cables in the distal fragment and (2) 20" wires, cerclage wire in the proximal segment.